Event description:
The patient reported she has been having elevated blood glucose readings between 232-303 mg/dl since 2008. She stated her normal range is 60-120 mg/dl. She said she noticed yesterday the down button on her insulin infusion device is not responding to presses and she is concerned that she may not have gotten the correction boluses she thought she was giving herself. She stated she can't always wait for the confirmation beeps if she is driving or in a loud area. During troubleshooting, she stated she could not see any physical damage to the buttons but said she might have bumped her device hard. She stated she has never changed the adapter on her infusion device. The patient said she went to her endocrinologist yesterday to discuss her elevated readings and he thought the readings may have been caused by her having the flu last week. The product was replaced and requested to be returned for evaluation.